Manufacturer narrative:
Device analysis the oad was received with the original guidewire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft confirmed that the crown was detached and not returned. Examination of the bond site revealed uniform solder residue flow around the driveshaft filars in this area. The distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft. Further examination revealed damage to the nosecone assembly. The damage is consistent with the nosecone experiencing some form of impact. This damage is likely due to shipping damage during return to csi. The driveshaft length was measured and met the drawing specification. The driveshaft crown bond section was sent for scanning electron microscope (sem) analysis. Sem analysis confirmed the presence of solder indicating that the crown had been bonded to the driveshaft. The initial visual and tactile examination of the exposed sections of the guidewire did not reveal any damage that would have contributed to the reported event. The guidewire was removed distally from the handle assembly with significant resistance. Examination of the remaining section of the guidewire revealed numerous kinks in the shaft. An in-house 0.014" test wire was loaded through the device without issue. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event, but none were found. At the conclusion of the failure analysis investigation, the root cause of the detached crown could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the crown came off of a csi orbital atherectomy device (oad) and was left in the patient. Furthermore, the patient experienced a perforation during the procedure that was able to be resolved. The target lesion was a cto lesion located in the distal superficial femoral artery (sfa). The physician used a 6fr introducer sheath, multiple guidewires and multiple guide catheters to access the lesion. During the attempts to cross the lesion, a perforation was observed, but was resolved by placing a blood pressure cuff on the patients thigh. The physician exchanged for a csi viperwire guidewire and advanced it across the lesion. The physician loaded the csi oad onto the guidewire and attempted to cross the lesion using two runs at low speed, two runs at medium speed and one run high speed (unsuccessful cross during all attempts). During the final attempt at high speed, the oad jumped distally. When attempting to remove the oad from the patient, it was discovered that it was stuck on the guidewire. The oad and guidewire were removed as a unit, but it was then discovered that the crown had become dislodged from the oad. The physician used balloon angioplasty followed-up with placement of a stent to pin the crown in place against the vessel wall. The patient status remained stable throughout the procedure.